Event description:
It was reported that during a biliary stone retrieval procedure withdrawal difficulties were encountered. An rx lithotripter basket had been advanced to capture a stone within the biliary duct. After capturing the calculi, the "crushing was not effective". The basket tip did not disengage. The physician was unable to release the calculi and the unspecified type of endoscope could not be removed from the pt. The physician attempted to withdraw the rx lithotripter basket for "2 hours". At an unspecified time, the physician "cut the wires with a wire cutting pliers". The pt experienced "trauma of the primary biliary duct".